Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for lumbar radiculopathy reported seeing an out of regulation (oor) message on the patient programmer (pp) before recharging and when they were getting ready to switch from sitting to laying. The arrow on the navigation bar was pressed which indicated the implantable neurostimulator (ins) battery was low and the consumer needed to charge. It was note the consumer had back problems since before implant which was still ongoing. The consumer also got injections so they didn't have to run the ins so high. The consumer also had a knee problem and got an x-ray and injection the day prior, and while they were lying on the table their back started to hurt and their left leg didn't move, so they needed help to roll. The consumer's next injection appointment was scheduled for (B)(6), but they were going to call their doctor ahead of time so they were prepared to clear the oor message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.